Event description:
The customer contact reported that the device did not sound an audible alarm tone during an alarm condition. The device was returned to the biomedical department with a report that during set up, prior to patient use., the nurse noted that when the keypad was pressed there was no audible tone. There were no reports of any adverse patient events or delays in critical therapies while the pump was in clinical use. During testing at the user facility, the device displayed e301 (audio alarm failure) with no audible alarm tone. Though requested, no additional information was provided.

Manufacturer narrative:
At this time the customer will not be returning the device for evaluation. If the device is received, a follow-up report will be submitted. The device was not returned to hospira for testing and investigation; therefore, attribution of the issue to the device could not be determined. This report represents all the information known by the reporter upon query by hospira personnel.